Event description:
It was reported that the patient with this right ventricular (rv) lead felt a shocking sensation. Technical services (ts) reviewed the reports and noted that the pacemaker exhibited low out of range impedance. It was also noted that the rv lead was programmed to be unipolar. Ts confirmed capture. Ts recommended troubleshooting. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).